Manufacturer narrative:
Additional information is currently being sought to obtain the model and serial number and implant date of this lead. This report will be updated when additional information is obtained.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. This lead remains in service. No adverse patient effects were reported.